Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Blood glucose was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.